Event description:
A facility reported an odor (fumes) emitting from their sterrad 100s system after a completed cycle. The facility indicated they were using a non-approved tape on the containers when they noted the fumes. A healthcare worker (hcw) reported symptoms of congestion as a result of opening the door of the sterrad 100s. The hcw did not seek medical attention or receive any medical treatment. The symptoms resolved within 24 hours. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported to FDA as a malfunction report subsequent to a serious injury event dated (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer date: 08/23/2007. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(4) 2012 ¿ (B)(4) 2012) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(4) 2012 ¿ (B)(4) 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿respiratory reaction¿ ((B)(4) 2012 ¿ (B)(4) 2013) revealed the risk is considered broadly acceptable. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The field service engineer performed a preventative maintenance (pm2). The unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend on this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.